Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer had not reported symptoms and treated with load of sugar packet. Customer's blood glucose at time of incident was 40-60 mg/dl. Customer declined troubleshoot for low readings. The insulin pump will be returned for analysis.